Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter with an unknown device. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the hypotube. The hypotube is separated 67.9cm from the hub. Microscopic examination revealed no additional damages. There is blood present in the guidewire lumen and the balloon is still tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occured. After a guide wire was crossed, a 2.50mm x 15mm maverick balloon catheter was advanced for dilatation. However, it was noted that the mid shaft was broken before any inflation was made. No patient complications were reported and the patient's status was okay.

Event description:
It was reported that shaft break occured. After a guide wire was crossed, a 2.50mm x 15mm maverick balloon catheter was advanced for dilatation. However, it was noted that the mid shaft was broken before any inflation was made. No patient complications were reported and the patient's status was okay.